Event description:
It was reported that stent damage occured. The target lesion was located in the coronary arter. A 32 x 3.00 promus premier stent was advnced to treat the lesion. However, it was noted that the stent struts were damaged. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product. Device evaluated by MFR: promus premier ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section of the stent with stent struts lifted from their crimped stent positions. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the stent. Tip damage most likely occurred due to device handling during preparation. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion kink at the proxy-bond weld. This type of damage is consistent with excessive force being applied on the delivery system. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years of age or older. Device is combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in the coronary artery. A 32 x 3.00 promus premier stent was advanced to treat the lesion. However, it was noted that the stent struts were damaged. The procedure was completed with a different device. There were no patient complications nor injuries were reported.